Manufacturer narrative:
Internal complaint # (B)(4). Autonumber # (B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use were observed on the tool jaws. There was no evidence of blood observed. It was observed that the silicone insulation on the cold jaw was cracked and peeled. While some of the silicone insulation remained intact on the cold jaw, several pieces appeared to have broken off and were completely detached, exposing areas of metal on the cold jaw. The detached pieces of the silicone insulation were not returned to the factory. The insulation on the hot jaw appeared intact. Based on the returned condition of the device and the evaluation results, the reported failure "peeled" was confirmed.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro silicone covering on the jaws was fractured, torn, and peeling. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro silicone covering on the jaws was fractured, torn, and peeling. A replacement device was used to complete the procedure. The hospital did not report any patient effects.